Manufacturer narrative:
One sample was returned. Four samples were not returned. There were four cases with a method code of analysis of production records (3331). There were three cases with a method code of device not returned (4114) . There was one case with a method code of testing of actual/suspected device (10). There was one case with a method code of type of investigation not yet determined (4118). There were three cases with a result code of no findings available (3221). There was one case with a result code of operational problem identified (114). There was one case with a result code of results pending completion of investigation (3233). There were three cases with a conclusion code of cause not established (4315). There was one case with a conclusion code of cause traced to user (19). There was one case with a conclusion code of failure to follow instructions (18). There was one case with a conclusion code of conclusion not yet available (11). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One sample was returned. Four samples were not returned. There were five cases with a method code of type of investigation not yet determined (4118), a results code of results pending completion of investigation (3233), and a conclusion code of conclusion not yet available (11). The manufacturer internal reference number is: (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
This report summarizes malfunction reports of scratched intraocular lenses (iol). The reported patient age was unknown. There were 5 patients with unknown gender.